Manufacturer narrative:
No lot number was provided; without the lot number we are unable to review the device history record to determine if any deviations took place during the manufacture of this device. No sample was provided. Without the actual sample, we are unable to confirm what the customer experienced, and cannot determine a root cause for the reported issue. We will continue to monitor for complaints of this nature.

Event description:
It was reported that there was peeling of skin (10cmx 10cm) above the knee when the drape tape was removed after surgery on a (B)(6) male with a hip fracture. The prep was done with chlorexidine 2% and alcohol 70%. A dressing with bactigras and compresses were applied. The patient was doing well overall.